Manufacturer narrative:
Additional information can be found in sections intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to reproduce the customer reported complaint. The instrument passed electrical continuity testing. The cable cord was connected to an in-house erbe generator without excessive force. The erbe generator recognized the unit on multiple connection attempts. The instrument was then installed on an in-house da vinci surgical system several times and it was recognized and there were no error messages generated. The system displayed the instrument's name indicating that the instrument was recognized. The instrument fully engaged the sterile adapter on the system. The instrument also passed cut testing. The instrument was tested for energy activation and there were no faults or error messages generated. A wet paper towel was held between the instrument's rips and it smoked when the seal pedal was pressed. Steam was generated from the towel indicating that the instrument had power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument's grip force was tested for all wrist orientations and were found to be within specifications. The instrument passed the electrode gap test. The gap between the instrument jaws was found to be within specifications. A video recording of the planned surgical procedure was provided by the site and was reviewed by isi's post market clinical development engineer (cde). Review of the video found the first two sealing attempts showed no visual evidence of energy delivery, such as bubbling, smoking or blanching of the patient's tissue. During the third sealing attempt bubbling at the instrument's proximal end and the cde observed instances what looked like energy was delivered only at the proximal end mixed with instances of energy delivered along the length of the jaws. The video showed that the surgeon was taking big bites; but, the instrument's jaw closure appeared to be the roughly the same for the sealing attempts 1 - 3. However, it is indeterminable as to what caused or contributed to the lack of energy delivered to the patient's tissue. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the endowrist vessel sealer was introduced and the first sealing cycle was initiated and completed by surgeon with no evidence of tissue effect being observed. There was no report of patient harm, adverse outcome or injury. Follow up with the initial reporter confirmed that the issue occurred during initial use of the instrument. The audible tones denoting the instrument's sealing cycle and sealing cycle completion were noted to have occurred with no tissue effect observed. Reportedly, the surgeon was able to perform subsequent seals with the instrument with no issues. The surgeon completed the planned surgical procedure successfully.